Event description:
A customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
This is an initial report. The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.